Event description:
The manufacturer received the product with no complaint.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. It appeared that the capsule did not deploy properly from the delivery system. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was advanced. Blood and saliva were present in the trocar needle cavity and on the foam gasket and proboscis. The plunger was fully depressed and retracted. The device included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (2007).